Event description:
On (B)(6) 2009, the patient reported, he noticed moisture behind the plunger in the cartridge chamber of his insulin infusion device. He said, he thinks insulin may have leaked out of the cartridge into the chamber. He said, the chamber smells like insulin. He disposed off the cartridges at issue. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for eval.